Event description:
It was reported that there was increased impedance, unipolar impedance was higher than bipolar, and there was a possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Sp implantable pacing lead it was reported that there was increased impedance, unipolar impedance was higher than bipolar, and there was a possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of.